Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2023-05635 and 2210968-2023-05636.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing elective laparoscopic incisional hernia repair procedures. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: securestrap = ss, securestrap open = sso. Intraoperative complications total ss 39, sso 1- bleeding ss 18, sso 1, organ injuries ss 30, vascular ss 10, bowel ss 15, bladder ss 2, spleen ss 2, others ss 1. General complications total ss 51, sso 0 - fever ss 1, urinary tract infection ss 6, diarrhea ss 3, gastritis ss 1, thrombosis ss 2, pulmonary embolism ss 2, pleural effusion ss 2, pneumonia ss 7, copd ss 5, cardiac insufficiency ss 4, coronary heart disease ss 1, myocardial infraction ss 1, renal insufficiency ss 4, hypertensive crisis ss 3, others ss 19. Postoperative complications total ss 57, sso 0. Bleeding ss 57, seroma ss 27, prolonged ileus or obstruction ss 5, bowel injury/anastomotic insufficiency ss 4, wound healing disorder ss 5, infection ss 4. Complications related reoperations ss 18, sso 0. Recurrence, pain and complications on 5 year follow up. Recurrence ss 170, sso 1, pain on exertion ss 215, sso 1, pain at rest ss 104, sso 1, pain requiring treatment ss 83, trocar hernia ss 6, secondary haemorrhage ss 19, seroma ss 47, sso 1, infection ss 31.